Manufacturer narrative:
D6a. Implant date: implant estimated as event was reported to have occurred at 45 day follow up after implant.

Event description:
It was reported that the leak occurred under the implant fabric. A left atrial appendage closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. At a routine 45 day follow-up, transesophageal echocardiography (tee) revealed that the device had a leak under the implant fabric. The patient was placed on anticoagulant medication and will be rechecked at the six (6) month follow up.